Event description:
Patient stated they had to have emergency replacement surgery as flowonix pump was over infusing them. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).